Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window advisory, triggered end of life (eol). At this time, it is unknown what the monitoring voltage and charge time measurements were at 27 months. No adverse patient effects were reported. Subsequently, this device was explanted due to normal battery depletion. Additional information from the local field representative indicated that no performance allegations have been reported.

Manufacturer narrative:
This device is undergoing analysis. Upon completion of analysis, this report will be updated.